Event description:
While drilling off the lamina of l5 on the left side, the midas rex drill came apart in the hands of the neurosurgeon, exposing the entire set up to the interior of the tool - which is not sterile - a potentially contaminated space, namely the area between the outside of the midas tool and the inner working chamber as the tool itself came apart. That was immediately discarded. Gloves were changed. The wound was irrigated with a full liter of warm saline with 1 gram of ancef. Complication: midas rex tool came apart exposing the interior of the tool which is not sterile. Infectious disease consult, prescribed typical 2 doses IV ancef plus additional antibiotics for this pt r/t this incident: vancomycin - needs levels periodically-, rocephin, and flagyl, all IV. Peripherally-inserted central catheter placed to facilitate delivery of all the IV antibiotics as well as frequent blood draws to monitor.